Event description:
It was reported that just after the pocket was closed, the lead impedance was <200 ohms and there was no capture or sensing. When the pocket was opened, an insulation breach was noted underneath the suture sleeve where the suture was placed. When the suture was removed, normal sensing and pacing was observed. The lead was replaced.